Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific crm received information that this implantable right atrial (ra) lead had dislodged shortly after pocket closure. Under fluoroscopy, the lead was noted to be in the tricuspid valve area. The pocket was re-opened and this ra lead was explanted. The physician opted to plug the atrial port in the patient's implantable cardioverter defibrillator (ICD).